Manufacturer narrative:
D1 and d4: corrected. D3 (email address) and g1 (contact information): updated. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the patient tried to start the subject smartview but no buttons lighted. The patient pushed the reset button without results. The smartview has been replaced.

Event description:
Reportedly, on (B)(6) 2020, the patient tried to start the subject smartview but no buttons lighted. The patient pushed the reset button without results. The smartview has been replaced.